Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin blood collection tubes 5 tubes that clotted. There was no report of impact on the patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown.